Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a cori assisted tka surgery, they pressed finish and then tried to release the bur, but the real intelligence robotic drill was stuck. They tried as and administrator a few times and then it went out but the long attachments broke. As this was noticed after the surgery, the patient was no longer involved. Additionally, the ran a test an it failed giving a system console bad error.

Manufacturer narrative:
The ri robotic drill, pn rob10013, (B)(6) , used for treatment was returned for evaluation. A relationship between the reported events and the device could not be established. Nothing was identified visually that contributed to the reported events. A functional evaluation was performed. The reported problems were not confirmed. The drill attachment was already separated from the ri robotic drill. The drill passed kpc testing and a case was completed with no errors. Although the reported problems were not confirmed through a visual or functional evaluation, a factor contributing to the reported symptom may have been associated with the drill being unplugged while in the home position. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.